Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were recharging their implantable neurostimulator (ins) when they heard a beep, and saw that their controller screen read ¿software problem.¿ the patient confirmed it was screen 99. The patient stated that they were washing dishes at the time they experienced the screen. They mentioned that they ¿just got turned on yesterday.¿ troubleshooting was done at the time of the report; patient services assisted the patient in removing the controller batteries, and resetting it. After doing so, the patient stated that the issue was resolved. The patient mentioned that they have arthritic fingers, but confirmed they were unrelated to the device/therapy. Once the ¿software problem¿ screen was resolved, the patient then experienced the ¿settings not available (59)¿ screen twice. The patient was able to navigate away from the screen, and confirmed that they did feel stimulation. They stated that their screen read a; 1, 2, 3, and 4. The patient was able to successfully start a recharging session. While on the call, the patient also experienced the ¿no device found (16)¿ screen using their recharging antenna. They stated, ¿it¿s so tiny I can hardly feel it¿, but was able to establish excellent communication. The patient mentioned that prior to recharging, their ins battery was at 30%, but then at the end of the call it was at 60%. They noted that their controller battery was down to 50%. The patient¿s issues were resolved at the time of the call. No further complications or patient symptoms were reported. The patient was implanted for degenerative disc disease/herniated disc pain and spinal pain.